Event description:
The user facility reported that the device "slipped, and did come into contact with the pt". Requested additional info from the facility, and learned that the clamp did slip during surgery, and although there was a risk to the pt, there was no pt injury.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.